Manufacturer narrative:
The customer's lancing device was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter stated the needle does not retract from her lancing device.